Manufacturer narrative:
(B)(4). Concomitant medical products: ti nexgen rhk femur sz c rt catalog # cp0001987 lot # unknown, ti nexgen rhk pn-psts set sz c catalog # cp0001989 lot # 260010 qty: 3. Report source: (B)(6). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reported: 0001822565-2019-03220. Remains implanted.

Event description:
It was reported that the dimension of the device was not matching with the mating device. The surgery was delayed by sixty minutes.

Manufacturer narrative:
Complaint has been confirmed through investigation, which shows the surgical team opened and used the wrong size and type of kit. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. The root cause regarding the complaint is use error. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.